Manufacturer narrative:
The device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data did not show any signs of struggle or pulse width increases during the run. The pod ran for a total of 1216 pulses and delivered immediate boluses. No damages or defects were observed that would result in a needle mechanism failure.

Manufacturer narrative:
The pod serial number has been corrected in d4. The device was returned, a supplemental report will be submitted with the investigation results.

Event description:
It was reported that the needle deployed early before the pod was activated. However, the pink slide did not move forward. This indicates a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.